Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following field: correction on fields: d9, d10, g2 (company representative was inadvertently missing on the initial medwatch) and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be identified. However, it is likely that the printed circuit board is faulty, or the output connector socket is worn out. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center had no image. The event occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), customer reported the video system had no image. Tac was dispatched to sight and found the plug unit and the pal board needed replaced. A cost estimate was created and sent to the customer for approval. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.